Event description:
It was reported that the baseplate came loose. Replaced with a cemented baseplate with a stem. Changed poly insert and patella.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device not returned to manufacturer.

Manufacturer narrative:
An event regarding loosening involving a triathlon baseplate component was reported. The event was not confirmed. Device evaluation not performed as the component was not returned for review. A DHR review could not be performed as the lot ID is unknown. DHR review could not be performed as the lot ID is unknown. The reported event cannot be confirmed based on the information provided. Further information is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time.

Event description:
It was reported that the baseplate came loose. Replaced with a cemented baseplate with a stem. Changed poly insert and patella.